Event description:
It was reported that the system intermittently would not boot up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.